Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged and pictures were taken. Receiver charges and boot up was performed and failed due to usb pin(s) from j3 are damaged. Receiver download retrieved and attached was performed and failed due to usb pin(s) from j3 are damaged. Functional test was not performed and failed due to receiver could not boot up and\or communicate with tester. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.